Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The physician placed an unknown size taxus liberte stent in left anterior descending (lad) artery about a month ago. The patient came back for a repeat procedure. An aneurysm was identified in the location of the previously placed stent. Patient status reported as "ok". Additional information was requested but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.